Manufacturer narrative:
Submit date: 112/01/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample was received in a generic plastic polybag. It consisted of one 14.5 fr palindrome with slots, heparin coating and anti-microbial sleeve catheter. It presented signs of use and was completely cut under the felt cuff. The hub was wrapped with tape. After visual inspection, a hole was found in the joint of the catheter, between the hub and the am sleeve. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The customer indicated that the catheter functioned as intended for approximately 2 years and 8 months. Based on the available information, the probable root cause can be considered that the leak was more likely caused due to over bending or excessive force. This complaint was received on 12/01/14 and the device was used for 2 years and 8 months; therefore it can be noted that the lot involved was manufactured prior to the implementation date of actions related to corrective and preventive action (CAPA). After a evaluation, it was defined that this event is being handled through this CAPA. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with dialysis catheter. The customer states the catheter shaft and hub was broken. The catheter was pulled and replaced on november 25, 2014.